Event description:
This valve was explanted due to endocarditis and mitral regurgitation as demonstrated on preoperative and intraoperative tee's. A sjm aortic valve was also explanted (2648612-200100101). On jan 2001, the pt presented in septic shock and was found to have vegetations on the mitral ring and ischemic hepatitis. After treatment with IV antibiotics, the sepsis improved and the ischemic hepatitis seemed to resolve. The pt was also noted to have "significant" dental disease and underwent tooth extraction prior to implant of this valve. At explant, evidence of "severe" endocarditis were observed. An annular abscess encompassed the mitral annulus and extended into the aortic annulus. Approximately 50% of the mitral valve's circumference was dehisced causing "severe" regurgitation. There was no purulence; however, a "large amount" of soft, necrotic tissue was observed. The mitral annulus was reconstructed with bovine pericardium and sjm 29mj501, was then implanted. The pt was noted to be in "stable" condition postoperatively.